Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011 under general anesthesia. The pt's anatomical form was suitable for the endovascular repair. The pt had experienced surgery for bowel cancer. When the physician flushed with saline in main body delivery system, saline emerged from the side port so little as dripping and leaked from the hemostatic valve. During the procedure, blood was leaking although the captor valve was closed. Ipsilateral (right) iliac leg was placed without delivery sheath of the main body. A total of 445cc of blood leaked. The pt had a favorable outcome.